Manufacturer narrative:
Vyaire medical file identification:(B)(4) . H10: the suspect device has not been return for investigation. However, log shows that the vent is overdue for preventive maintenance (pm.. Recommended pm for calibrations. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 us ventilator had fio2, resp rate and occlusion issues. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device has not been return for investigation. Root cause is not established. It is likely that the leak caused by a not well applied o2 sensor. As a resolution, after the unit disassembled and reassembled, no failure showed up. Issue resolved.